Event description:
Additional information: it was reported that the patient was upgraded to status 1a(b) on the (B)(6) transplant list due to the driveline infection. The patient received a transplant on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 drainage from driveline exit site was observed. Wound cultures were positive for klebsiella, acinetobacter, and stenotrophomonas species. The patient was started on levaquin and was discharged on (B)(6) 2017.

Manufacturer narrative:
No device-related issues were found during the evaluation of the returned device. A direct correlation between the returned device and the reported infection could not be conclusively determined through this evaluation. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of any developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.